Event description:
The polyaxial bone screw component of the spine instrumentation construct had broken. The broken screw was discovered during a routine surgical procedure to remove the construct. No other info was provided to co.